Event description:
Bilateral implants of ocu-guard into the lower eyelids to correct retraction (this is an unapproved use of this product), in 1999. In 1999, the ocu-guard was excised from the right lower lid and in 1999, it was excised from the left lower lid, because they were extruding. The problems resolved with excision.